Event description:
It was reported that the procedure was to treat a total occlusion in the proximal left anterior descending artery causing an acute myocardial infarct (ami) 2 hours onset. There was no tortuosity and no calcium, but thrombosis was present. During preparation of the delivery system, the white protective sheath was removed before the yellow one. The operator heard an unusual click, but did not pay attention to it and continued preparation of the device. The implant was advanced to the target lesion with any issue, but when pressurized, the balloon did not inflate. A pinhole was observed in the shaft. A new similar device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue was confirmed. The torn material was not confirmed; however, the balloon was separated. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issue or torn shaft/balloon separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.